Manufacturer narrative:
(B)(4): the implantable neurostimulator has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient's implantable neurostimulator was removed because it did not provide effective pain relief for him. He reported that it only worked for about one year after implant. The patient was not injured and recovered without sequela. A follow-up report will be sent if additional information becomes available.